Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed secondary to patient experiencing increase metal ion levels. The patient was being revised for metal on metal exchange for poly liner and ceramic head. The metal head and metal liner were removed without incident and a 40 poly liner and 40 ceramic head were implanted. Doi: unknown. Dor: (B)(6) 2022. Affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.